Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced continuous glucose monitor (cgm) inaccuracies an adverse event. The sensor was inserted into the abdomen on (B)(6) 2017. It was reported that the patient was at the gym when he noticed that the cgm was displaying 120 mg/dl while his blood glucose (bg) was really at 57 mg/dl. The patient dosed himself with glucose but he continued to display symptoms of low bg. It was indicated that the patient was sweating and nearly passed out. The patient's wife could not take a bg reading at the time of event because the patient was too sweaty so she called 911 and gave the patient orange juice. When the paramedics arrived, the patient's bg was at 125 mg/dl and the patient declined treatment from them. At the time of contact, the patient was doing okay. No additional patient or event information is available. Data was provided for evaluation. The reported event of inaccuracies was confirmed via log review. A root cause could not be determined. It was reported that the patient used an expired sensor. Dexcom labeling indicates: don't use expired sensors. Before inserting, always check the package label for the expiration date using the yyyy-mm-dd format. If past the expiration date, don't use because the sensor glucose readings might not be accurate, resulting in you missing a severe low or high glucose event.